Event description:
Colonoscopy procedure was in progress. Physician placed a resolution 360 clip and piece of the deployment device fell off inside the patient after the clip was deployed. Physician was able to remove the piece using a biopsy forcep.